Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Fluid loss and fluid leakage are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent air in system. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device could not get an erection as the pump was not full, the cylinders would not pump up, and there was a leak in the system. The device would not cycle and there was air in the device. The physician removed and replaced the device through replacement surgery, and there was no further patient complications reported.